Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: on investigation, the pump powered up to a discolored display. The auditory and vibratory features were operational. The keypad cover was torn and part of the rubber cover was missing while no tactile issues found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored. This report is made based on the results of investigation completed on 08/27/2015.